Event description:
Presentation from the abstract of the 68th annual meeting of the japanese society of arrhythmia and electrocardiogram. Speaker: shingo sasaki, hirosaki university graduate school of medicine, japan. "Comparison of mid-term clinical outcomes between subcutaneous implantable cardioverter defibrillator with smart pass technology and transvenous implantable cardioverter defibrillator therapy" it was reported that 124 subcutaneous implantable cardioverter defibrillator (s-ICD) patients were studied for incidences of inappropriate shock therapy between february 2016 and december 2021. The incidences were compared against 127 transvenous implantable cardioverter defibrillator (ICD) patients (unknown manufacturers). The incidence of appropriate ICD therapy during follow-up were 20.4 percent and 8.9 percent in patients with transvenous ICD and s-ICD, respectively. There was no significant difference in cumulative incidence of appropriate shock therapy between the two groups. Notably, there was no significant difference in cumulative incidence of inappropriate shocks between smartpass equipped s-ICD and transvenous ICD. On the other hand, while the cause of inappropriate shocks in transvenous ICD was all due to atrial tachyarrhythmias, 75 percent of inappropriate shocks in s-ICD was caused by oversensing with morphology changes in subcutaneous electrocardiogram and myopotential. Even after the smartpass feature was available in s-ICD, avoidance of oversensing was noted as an important issue to be solved in s-ICD therapy. No adverse patient effects were reported. Available information indicates the devices remain in service.